Event description:
It was reported that during an unknown procedure, the stapler failed to staple. There was no adverse patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.